Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported ventricular tachycardia, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. Per additional information from the study coordinator, the patient had previously had atrial fibrillations but not ventricular tachycardias. The patient was implanted with the ICD prior to vad implant. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 30jun2016. The heartmate 3 lvas instructions for use (IFU) and patient handbook are currently available. Section 1 entitled ¿introduction¿ lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including the recommended international normalized ratio (inr). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2021 because of implantable cardioverter-defibrillator (ICD) shock. The patient developed ventricular tachycardia. Symptoms improved after amiodarone and potassium were administered. There were no more ventricular arrhythmias on (B)(6), and the patient was discharged (B)(6).